Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) found something wrong with the implanted device. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device code and b5: describe event or problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) found something wrong with the implanted device. Boston scientific technical services (ts) referred the patient to the physician. Additional information from the field representative was obtained which indicated that the patients device function was reviewed and appears to be normal device function with lead. Furthermore, the parameters were in normal range. This device remains in service. No adverse patient effects were reported.